Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure in the mildly calcified proximal left anterior descending artery (lad), a 3.0 x 18 xience prime stent was deployed successfully at 12 atmospheres. A nc rx trek 3.50 x 12 balloon was inflated to approximately 8 atmospheres for post dilatation; however, balloon rupture occurred as evidenced by dye exiting the balloon. The dilatation catheter was withdrawn from the anatomy. Angiogram confirmed that no further dilatation was necessary. There was no adverse patient effect and no clinically significant delay in the procedure. Reportedly, it is the opinion of the physician that the balloon may have ruptured during post dilatation of another xience stent in the circumflex artery and went unnoticed until post-dilating the stent in the lad. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.